Event description:
The customer reported being hospitalized due to keytones, nausea, and high blood glucose of 889mg/dl. The customer was experiencing unexplained high glucose for four days. Troubleshooting was performed. Reviewed the alarm history and found low reservoir and battery alarms. Ran a fixed prime and high pressure test and they passed. It was stated that the customer is not wearing the insulin pump since she was treated with an insulin drip in the hospital. The customer mentioned having bent cannulas. The customer was reused the tubing, which was caused redness at the site once. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.